Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2020-02624. Manufacturer's investigation conclusion: the reported event of a no external power alarm event was captured on (B)(6) 2020 in the log file retrieved from the returned system controller (serial # (B)(4)). It was noted a brief (3 second duration) no external power alarm event was captured on (B)(6) 2020 that was related to a loss of power from the mobile power unit. Attempts were made to obtain additional information from the customer regarding the no external power alarm event. The additional information communicated on 27aug2020 did not provide any additional information. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was a brief (3 second duration) no external power alarm event on (B)(6) 2020 that was related to a loss of power from the mobile power unit. The power was restored, and the system continued to operate at the stored patient speed (5,800 rpm).